Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012. Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K122734. Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the novosyn quick suture. Novosyn suture had been used in a procedure on an unknown date. Sometime later, there was a postoperative infection. Laboratory results showed bacillus spp. During surgery, it was also noted that the threads were breaking and the needles were blunt. Further information was not provided. This report addressed the blunt needles. Associated medwatches: 3003639970-2018-00748 (this report) , 3003639970-2018-00775, 3003639970-2018-00776.

Manufacturer narrative:
Associated reports; 3003639970-2018-00748; 3003639970-2018-00775; 3003639970-2018-00776. Samples received: there are no samples available. Analysis and results: there are no previous complaints of this code-batch. We have not received any sample for analysis. Without any closed sample we cannot carry out an analysis in order to take a decision. As no samples have been received and no units are available in b. Braun surgical, s.a. We could only review the batch manufacturing record and this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Sterilization process was also normal and the results of the sterilization control are correct. Novosyn quick biocompatibility has been tested in several experiments. In sensitization and irritation tests the harmlessness of novosyn quick was proved. Nevertheless, there are risks (side effects) may be associated with the use of novosyn quick suture, which are typical for any (absorbable) suture and which are mentioned in the instructions for use of the product: "transitory local irritation, transient inflammatory foreign body reaction, enhanced bacterial infectivity, wound dehiscence, granulation". Final conclusion: without samples a proper analysis cannot be done. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. Corrective/preventive actions: no need to establish corrective or preventive actions.